Event description:
It was stated that he customer passed away while wearing the insulin pump. Prior to the customer's death, he was very sick, became dehydrated and then went into diabetic ketoacidosis. The customer's wife has agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.